Event description:
It was reported that pt underwent bi-polar arthroplasty in 2008. Revision procedure was performed on one and a half months later, due to dislocation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to FDA. This report sent on october 23, 2008.